Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number: (B)(4). Event occurred in finland. It was reported that patient faced hyperglycemia event on 26-feb-2026 which was resolved by taking correction via pump after which the patient blood glucose was low. The blood glucose level was 3 mmol/l at the time of the event and got treated with carbs. No further information available.